Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown k-wire/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent an open reduction internal fixation surgery for fracture of right distal humerus. The surgeon reduced the transcondylar fracture and fixed the fracture part temporarily with k-wire. Then, the proximal and distal parts of a plate were tentatively fixed with k-wire, and the 5th hole from the distal part of the plate was drilled using a sleeve. During drilling, there was a sound of interference between k-wire and the drill bit, but the surgeon continued drilling. After the drilling procedure, the tip of the drill bit was visually inspected and found to be chipped. When the distal humerus was checked by image intensifier, it was confirmed that there was a 10 mm chipped tip of the drill bit in the medullary cavity of the distal humerus. It was very difficult to remove the chipped tip of the drill bit, and the surgeon considered that even if it was remained in the bone, it was very unlikely that it would seriously affect other parts of the bone. Therefore, the chipped tip of the drill bit was left in the patient's body. The surgery was completed with no surgical delay. No further information is available. This report is for one (1) unknown k-wire. This is report 2 of 2 for complaint (B)(4).